Event description:
Baxter ireland received a report that an infusor had leaked before use. Droplets of fluid were observed inside the bag that contained the unit. The device was filled with a solution containing 1500 mg desferrioxamine in 60 ml 0.9% saline. The exact location of the leak was unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing excess fluid inside the bag that enclosed the sample. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap which was not securely tightened. A functional leak test was subsequently performed and no signs of leak were observed after a 24-hour leak-monitoring period. The root cause was determined to be an untightened winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.